Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the separated guide wire tip. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. There was an offset coil on the intermediate coils, 2.5 cm proximal to the center solder. The tip coils were separated at the center solder. The tip coils were stretched between the separation and 1.7 cm proximal to the tipball. The stretched coils had a length of 19 cm. There was no other damage noted to the guidewire. The shaping ribbon was returned on the guidewire, but it came off during the investigation. This product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to tensile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to fail due to tensile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, it was reported that the guide wire was separated when removed from the package, but it is apparent from the analysis that the guide wire had been used. There was blood and contrast present on the guide wire and the intermediate coils were damaged and offset. This a typical of meeting resistance during use. The conflicts with the report, but the guide wire is concluded to have been used and this is not an out of package experience; therefore, other than obvious tensile overload of the guide wire, the condition that caused this was not identified although this does not appear to be related to a manufacturing quality issue. The lot history record was reviewed and there are no non-conformities associated with this lot number. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has caused or contributed to patient injury previously. Device issue: guide wire tip separation. It was reported that the guide wire was found separated into two pieces at approximately 2 cm from the tip during unpacking. Another bmw guide wire was used to complete the procedure. No additional event or patient information is available.